Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient. The patient reported that the alleged power issue began on the morning of (B)(6) 2013. The patient manages her diabetes with both lantus and novolin r insulin. The patient informed the mss that she adjusts the dose of her novolin r based on meter reading. As a result of not being able to test due to the meter not powering on, the patient reported that she skipped taking her novolin r insulin. On the afternoon of (B)(6) 2013, the patient reported developing symptoms of feeling shaky, sweaty and nauseous; symptoms she associated with a high blood glucose. In response to the symptoms, the patient stated she self-administered 20 units of novolin r and confirmed feeling better afterwards. At the time of troubleshooting, the patient did not have the subject meter with her. The patient informed the mss that she had discarded the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter power issue began.